Event description:
Information was received via mhra adverse incident report. It was reported a consultant was directly supervising catheter insertion. All steps were under ultrasound. There were no issues with the line insertion and they were able to aspirate and flush all lumens easily. A chest x-ray post insertion demonstrated the catheter kinked back on itself probably from hitting the brachiocephalic vein joins, but the end of the guide wire in the end of the catheter had snapped off. There was no suggestion of any issue at insertion and removal of guide wire though the guide wire was not inspected. Catheter left in and not used. Follow-up information indicated the guide wire unraveled. There were no patient consequences.

Manufacturer narrative:
Qn #(B)(4). Sample will not be returned for evaluation.